Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a device upgrade procedure, high capture thresholds were observed on the right ventricular lead. The patient was asymptomatic. Past instances of capture loss were noted from (B)(6) 2012. The lead was explanted and replaced during the planned procedure. The patient was in stable condition following the procedure and would continue to be monitored.